Event description:
During procedure coronary artery bypass grafting x 5, a screw believed to come from the wirecutter inadvertantly came loose from the device and fell into the small opening left after wiring of the chest had been completed. This screw was not noticed to be missing from the wirecutter at the time of the procedure nor was it detected on post operative chest x-rays. Seventeen days later the patient underwent a chest x-ray for an unrelated reason to the previous procedure and a foreign body (one cm dense foreign body) overlying the thoriac 7 vertebral body level in the midline on the ap window and overlying the anterior aspect of the mediastinum on the lateral view was then identified. This was removed without difficulty. There was no patient injury.